Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a total knee procedure on (B)(6) 2020 and barbed suture was used. The suture broke during the inflection of the knee at the top of the incision. The procedure was completed with a different type of suture. There were no patient consequences reported.